Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. It was reported that the high impedance measurements were related to a change in the programmed vector. No additional testing was performed to determine the root cause. Additionally, high threshold measurements were observed on the right ventricular (rv) lead. The patient was noted to be pacemaker dependent. Boston scientific technical services (ts) discussed that the lv pacing impedance measurements were at the upper limit of normal for the lead. No adverse patient effects were reported. This product remains implanted and in service.